Event description:
The pt was implanted with a left ventricular device. Approximately 11 months post-implant, the pt received alarms while at home and returned to the hospital. The pt's power module and power module pt cable were exchanged and the pt went home. However, the pt returned to the hospital the following morning due to a red heart alarm on the system controller. The system controller was exchanged per the manufacturer's instructions for use and the pt remains on lvad support with no further issues reported.

Manufacturer narrative:
The system controller was returned to the manufacturer for evaluation and the reported red heart alarm was confirmed. The system controller was connected to the equipment in the manufacturer's lab and the system controller would not operate the test pump. Upon further investigation, two fuses were found to be open. A cause for the open fuses was not identified. The system controller log file was downloaded and reviewed and contained approximately 3 days of events from a runtime of zero until day 01, 11 hours, 59 minutes, at which time the low battery hazard and low flow hazard alarms were active. A review of the device history records for the system controller showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.